Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving lioresal (2000 mcg/ml at 800 mcg/day) via an implantable pump. The pump's indications for use (ifus) were noted as intractable spasticity and head/brain injury. It was reported that a motor stall was seen at initial interrogation. The stall occurred on (B)(6) 2016 at 0800 while the patient was at home. The patient confirmed hearing an audible alarm. Magnetic resonance imaging (MRI) had not been performed recently. The patient experienced itching. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.